Event description:
Patient admitted to hospital for removal and replacement of bilateral breast implants, secondary to deflation of right breast implant. Near total capsulectomies were performed as well. Patient denies any trauma to her breast implants. At the time of surgery, a small tear on the posterior aspect of the right breast implant was noted. Patient gave the hosp permission to dispose of her surgically removed breast implants.